Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement test. The device had a stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the motor position encoder error alarm due to an erased history file.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 108 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.